Manufacturer narrative:
D6b: date of explant is unknown the impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 73-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's history included coronary artery disease. Following an earlier impella cp implant, hemolysis was observed once in the cardiac intensive care unit (cicu). The patient was escalated to an axillary impella 5.5 in the afternoon due to increasing vasopressor requirements, ongoing need for prolonged support, and hemolysis. Hemolysis has continued but is noted to be improving following escalation. The patient remains on support. The reported hemolysis is a known risk described in the instructions for use (IFU) for impella devices and may also be due to patient-specific factors including the underlying acute myocardial infarction, cardiogenic shock physiology, and associated hemodynamic instability. This impella 5.5 device report is one of two devices associated with the event. The report for the impella cp is in process.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
B1 added selection as it was omitted from the initial report that was submitted. D6b explant date was received and added. E1 added initial reporter facility name, initial reporter address line 1, initial reporter city, initial reporter state, initial reporter phone, zip code and zip code extension as they were omitted from the initial report that was submitted. H10 related report number was added.